Event description:
Information received by medtronic indicated that the insulin pump had a battery compartment one side broken. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). On (B)(6) 2019 customer returned pump for an alleged cracked case. Insulin pump received with multiple cracks on the case the pump passed the displacement test and p-cap locks properly into the reservoir compartment. Cracked case, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip a complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.